Event description:
It was reported the programmer displayed an error message. It was shut off, but it would not reboot. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, as a result the hard drive was replaced. The hard drive was then reimaged and software was reloaded. It was also noted that the system fan was noisy. (B)(4).